Event description:
Pt had depuy mitek interference screw placed 10 months ago to right knee. Subsequently, right knee had significant bulging. Dr. (B)(6) scheduled pt for surgery. Upon incision, screw found and easily retrieved with forceps. Cultures performed. (This specific screw is bioabsorbable).